Event description:
The break out box on the xltek emu40ex is mislabeled. Color coding to indicate right/left side was reversed. No known patient harm occurred with use of the equipment. Manufacturer response for eeg electrodes, (brand not provided) (per site reporter): manufacturer sent replacement..